Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir was damaged. The blood glucose was not provided at the time of the incident. The reservoir window had a crack. The customer also reported having scratches on the insulin pump and battery issues. No troubleshooting was provided. The insulin pump will not return for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device back light function properly and no anomaly noted. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken belt clip slot.